Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from an adc meter. It is unknown whether the customer noted a trend arrow on the device the customer experienced symptoms described as a loss of awareness, a loss of consciousness, and was unable to self-treat. The customer had contact with both a non-healthcare professional and a healthcare professional. The non-healthcare professional provided a sweetened beverage and sugar, while the healthcare professional administered unspecified treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 34 mg/dl was compared to an adc meter result of 170 mg/dl. The length of sensor wear was 7 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.